Manufacturer narrative:
(B)(4).

Event description:
It was reported that during the implant procedure, the pulse generator's atrial setscrew could not be actuated after being tightened. The device was no longer used and replaced. There were no adverse consequences to the patient.